Event description:
During radiofrequency ablation of a liver tumor, the pt incurred a 2cm by 4cm, 3rd degree skin burn under the dispersive electrode pad. The dispersive electrode pad had been placed on the upper anterior thigh of the pt. The dr first reported that the pt had experienced a 3rd degree burn on 2/20/98.